Event description:
It was reported that the left ventricular lead had a progressive rise in threshold. The lead remains in use. It was noted that the patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead had a progressive rise in threshold. It was further reported that the left ventricular lead had high capture thresholds and that the lead was extracted and replaced. It was noted that the patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.